Manufacturer narrative:
The investigation determined that a nonreproducible, higher than expected vitros tropi es result was obtained from a single patient sample on a vitros 5600 integrated system. The most likely assignable root cause for the event was determined to be user error due to improper pre-analytical sample handling. The sample was not processed in accordance with collection device manufacturer¿s recommended guidelines, and an acceptable result was obtained from the same sample after it was re-centrifuged. In addition, there was no evidence to suggest an analyzer or a vitros reagent issue contributed to the event.

Event description:
The customer obtained a nonreproducible, higher than expected troponin I result from a single patient sample using a vitros troponin I es (tropi es) reagent on a vitros 5600 integrated system. Vitros tropi es result 0.321 ng/ml vs expected < 0.012 ng/ml. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The higher than expected result was reported from the laboratory, however, the physician questioned the result and a corrected report was issued. No treatment was altered, stopped or initiated as a result, and there was no allegation of patient harm. (B)(4).